Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the device was removed and replaced. Upon explant, cracks were identified in the pump connector; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of connector break could not be confirmed as the connectors were not returned for analysis. However, product analysis confirmed the allegation of mechanical issues as the pump not passing the valve deactive state could affect the functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The connectors were not returned for analysis. The cylinders were visually and microscopically tested, revealing no anomalies upon inspection. Functional testing of the cylinders confirmed the component performed within specification. Visual and microscopical analysis of the pump did not reveal any anomalies; however, upon functional testing, the component did not pass the valve deactive state test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the device was removed and replaced. Upon explant, cracks were identified in the pump connector; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and a crack in the connector were unable to be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The connectors were not returned for analysis. The cylinders were visually and microscopically tested, revealing no anomalies upon inspection. Functional testing of the cylinders confirmed the component performed within specification. Analysis could not confirm the reported clinical observations. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the device was removed and replaced. Upon explant, cracks were identified in the pump connector; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.